Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer had hyperglycemia. Customer reported that infusion set had leaks. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The blood glucose value during time of event was 600 mg/dl. No further patient complications were reported. Troubleshooting was partially performed, customer reported the incident occurred due to infusion set inserted manually and the issue was resolved. The customer will discontinue use of the device. The device will not be returned for analysis.